Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. The syncardia clinical support specialist emphasized with the hospital's vad coordinators and circulatory support staff to instruct patients to call the vad coordinators when they switch freedom drivers for any reason, especially if the driver exhibits an alarm. (B)(4) initial.

Event description:
The freedom driver was not supporting a patient at the time of the reported event. The customer, a syncardia certified hospital, reported that the hospital staff was performing a system check on the patient's backup freedom driver when it exhibited asterisks in the display and then a fault alarm. The customer also reported that the patient indicated he used this backup driver as a primary driver sometime in the past without informing the hospital staff.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The customer-reported issue was confirmed. Upon startup, the driver displayed. For fill volume and cardiac output and began to alarm after 15 minutes. The root cause of the reported issue was determined to be a broken flow sensor cable most likely caused by rough handling as evidenced by damage to the driver housing. It is possible that the cable was pinched during assembly and this, in addition to the rough handling, caused the wire to become severed. Syncardia has an open corrective and preventive action (CAPA) for this issue of pinched flow sensor cables during assembly and updates to the manufacturing procedure have been implemented. This driver was last serviced prior to the implementation of the manufacturing procedure updates. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom driver was not supporting a patient at the time of the reported event. The customer, a syncardia certified hospital, reported that the hospital staff was performing a system check on the patient's backup freedom driver when it exhibited asterisks in the display and then a fault alarm. The customer also reported that the patient indicated he used this backup driver as a primary driver sometime in the past without informing the hospital staff.